Event description:
The pt obtained blood glucose readings in the "30's and 40's" on his one touch ii meter from 6/5 to 6/11. Although he did not change his normal insulin regimen, he treated the low readings by eating " a lot of sweets." On 6/11, he visited his physician with complaints of weakness, tiredness and feeling like he would pass out. A laboratory blood glucose result was "800+". The pt was immediately admitted to the hosp and treated with fluids and an insulin drip. The meter is cleaned infrequently with control solution rather than once a week with water as recommended in the product's instructions for use. No quality control tests are performed on the meter. Calibration status is unknown.